Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2014-25098. It was reported the pt is not receiving effective coverage. X-rays revealed lead migration. An sjm rep met with the pt for reprogramming. The pt was given new programs to use and will report back if they are effective. F/u revealed, stimulation is not providing pain relief and is causing discomfort in the pt's back. The pt plans to undergo surgical intervention to address the issue. Both leads are being reported because it is unk which lead migrated.